Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he has difficulty seeing, and his peripheral vision seems to be "shaking and limited". He reported that his far vision is perfect. The surgeon reported that the "shaking" is not related to the lens or to the surgery. Additional information has been requested. There are two medical device reports associates with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to the FDA on: 06/05/2009.